Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer. Quality controls were within range and no errors were associated with the discordant results. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse discovered dust on the ionizer contacts, and cleaned it. The cse emptied ring of cuvettes and allowed the instrument to refill. Prior to cse arrival, the customer ran precision testing on quality controls and patient samples, all of which resulted within range. The cse ran quality controls, which resulted within range. The cse did not find an instrument malfunction. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. A new sample obtained from the patient was repeated on the same instrument, resulting lower than the initial result. The customer then reran the original and new sample on the same instrument, and both repeated the same. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.